Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('cheering you on to efreedom') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arrhythmia ("arrhythmia") and cardiac septal defect ("hole in my heart"). The patient was treated with surgery (essure device removal). Essure treatment was not changed. At the time of the report, the medical device removal, arrhythmia and cardiac septal defect outcome was unknown. The reporter considered arrhythmia, cardiac septal defect and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal ,arrhythmia and cardiac septal defect. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('cheering you on to efreedom') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arrhythmia ("arrhythmia") and cardiac septal defect ("hole in my heart"). The patient was treated with surgery (essure device removal). Essure treatment was not changed. At the time of the report, the medical device removal, arrhythmia and cardiac septal defect outcome was unknown. The reporter considered arrhythmia, cardiac septal defect and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, arrhythmia and cardiac septal defect. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('cheering you on to efreedom') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arrhythmia ("arrhythmia"), cardiac septal defect ("hole in my heart"), tooth fracture ("teeth breaking") and alopecia ("lose hair"). The patient was treated with surgery (essure device removal). Essure treatment was not changed. At the time of the report, the medical device removal, arrhythmia, cardiac septal defect and tooth fracture outcome was unknown and the alopecia was resolving. The reporter considered alopecia, arrhythmia, cardiac septal defect, medical device removal and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal ,arrhythmia and cardiac septal defect . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : reporter added.. Event added as teeth breaking. On 23-mar-2020: social media : reporter added. Event added as hair loss. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.